Manufacturer narrative:
The lot number was provided and the device history records ware being reviewed. The device has not been returned for evaluation to date. The investigation is currently underway.

Event description:
It was reported that after approximately three minutes of activation in the distal sfa, approximately 1cm of the distal tip detached from the recanalization catheter as it was being retracted. No attempts were made to retrieve the detached segment. There was no report of pt injury.